Event description:
It was reported that during a routine follow-up, this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. The physician suspected premature battery depletion. Subsequently, the device was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). There were no additional adverse patient effects reported. The device is expected to return for analysis.

Event description:
It was reported that during a routine follow-up, this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. The physician suspected premature battery depletion. Subsequently, the device was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). There were no additional adverse patient effects reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. The device could not be interrogated. Review of device memory found a shorted lead error had been recorded. Memory also showed that the battery status moved to elective replacement indicator (eri) and subsequently end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, device to declare eri and then eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.